Event description:
It was reported that the patient had sustained ventricular fibrillation (vf) starting at approximately 0300. They were shocked once at approximately 0410 with success. The patient was stable and asymptomatic. Log files were sent for review. The event log file captured low flow flags on 16may2025 between 3:53:51 & 4:01:18 which did not persist long enough to trigger low flow alarms. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The pump files were normal.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no clinical compromise. The patient had a history of similar arrhythmias of which they have an implantable cardioverter defibrillator (ICD). The ICD was off during the post-operative phase but was now on.